Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which confirmed the complaint of leakage at the air vent of the inline air filter. The probable cause was due to the filter losing its hydrophobic properties. There was no further action taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
The reporter stated that they had leaking at the air-eliminating. The patient on 24h infusion of epoch, noted wetness at the filter. Picture provided. There was patient involvement.